Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep was going to meet up with the patient and doctor but the appointment got cancelled due to covid. The rep would respond with the reports when they would meet up. The rep also spoke to the neurologist and reported that the patient had significant cognitive difficulties and thought in this case the issue was user error and the patient didn¿t charge correctly, and it went flat. The rep also said they sent a new transformer out to the patient and they hadn't heard back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) turned off by itself overnight a few weeks prior to the report date. The patient turned the ins back on with her programmer. Upon interrogation, there was no usage data from (B)(6) 2021 onwards, although the ins was turned on when the patient saw the physician. Impedance test was normal. The physician re-interrogated the device and checked reports, but there was still no usage reported. No symptoms were reported as a result of the event.